Manufacturer narrative:
G3, g6, h2, h3, h6, h10. Although the initial event reported by the customer was that during a patient procedure a glidescope spectrum lopro s4 was producing a completely dark/black image, the spectrum lopro s4 blade was not returned for analysis. Instead, a glidescope core 15-inch monitor and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and core smart cable and no issue was found; the units functioned as intended. A camera image quality test was performed on both units and both devices passed the test. While the returned core 15-inch monitor and core smart cable performed as intended, it should be noted that the glidescope spectrum lopro s4 used in the procedure was not returned to verathon for evaluation; therefore, the root cause could not be conclusively determined. The glidescope core 15-inch monitor and the glidescope core smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The old glidescope spectrum lopro s4 blade was not saved due to the patient's covid-19 diagnosis. Since the device was not returned to verathon, the cause of the failure could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency procedure, using a glidescope spectrum lopro s4, the image was completely dark/black. The physician immediately withdrew the blade from the patient's airway and noticed the tip of the blade was not illuminated. A delay of an unknown duration occurred as a backup glidescope spectrum lopro s4 was obtained. No harm to the patient or user was reported.